Manufacturer narrative:
Failure analysis for fiber 0010-2400-518a-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint of "fiber cap detachment" could not be confirmed; a fiber/glass cap fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 53,186 joules while using the surgical fiber during a prostate procedure, the fiber became detached inside of the cap while the physician was working on tissue; the cap was not separated from the fiber and the cap did not detach inside of the patient. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.